Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. The right and left monitors were replaced. No additional repair information is available. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system's screens are burned out, the images are obscured and the brake cover is detached. No patient injury was reported.